Manufacturer narrative:
Concomitant medical devices: product ID: 39565-30, lot# 0204502105, product type: lead . Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 3708160, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the week prior to report the patient had met with their physician because the left leg pain the patient was originally implanted for was gone and the patient's implantable neurostimulator (ins) could not be interrogated. It was stated the patient had not used or charged their ins for "definitely more than a year" due to their left leg not being painful anymore. The patient had reportedly experienced a stroke a few years prior to report that resulted in the patient being admitted to an intensive care unit and being hospitalized for months, during which time the patient didn't charge their ins. The patient "had not been using his ins after having the stroke" as "his pain was not present anymore." It was noted the stroke was not related to the patient's device. The patient's physician had decided at the time of report to explant the patient's ins, but to leave their surgical leads in place in case the patient were to experience a future return of left leg pain that would require an ins be re-implanted. Additional information was requested; a supplemental report will be filed if additional information is received.